Event description:
Allegedly, implant only goes into driver correctly when it is in opposite direction so "dorsal" on the driver really means plantar.

Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete.